Event description:
The complaint is reported as: the temp was set on 35 with a 6l flow pediatric ram cannula used. The infant patient was being moved from the bed to the swing and water shot out of the cannula into the babies nose. The patient was bagged and staff had to stay in there for 2 hours due to low sats and waiting for the baby to recover but the baby was not injured. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Corrected data: section b.1.- 'adverse' event selected. Section b.2.- 'required intervention' selected. Section h.1.- corrected to 'serious injury'.

Manufacturer narrative:
Qn#: (B)(4). Additional information received from customer regarding the event: when this event occurred all equipment was changed. The patient was born prematurely, thus taking a longer time for the patient to recover from this event. The staff bagged the patient and stayed with the patient for approx. 2 hours until patient was stable. The o2 (oxygen saturation) sats were at 88% initially. Patient condition is fine and stable. Investigation results: complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the temp was set on 35 with a 6l flow / pediatric ram cannula used. The infant patient was being moved from the bed to the swing and water shot out of the cannula into the babies nose. The patient was bagged and staff had to stay in there for 2 hours due to low sats and waiting for the baby to recover but the baby was not injured. The condition of the patient is reported as "fine".